Event description:
The tech alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The tech found bent pins on the communication cable. The tech replaced the communication cable to resolve the issue.